Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363430, lot 0061951626) was used during a procedure performed on (B)(6) 2024. According to the complainant, nurse opened package and noticed a fuzzy/mouldy distal tip. The complaint device has been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Upon visual inspection of the returned sample, the distal tip had a moldy substance around it. Based on the data from the investigation, the reported defect was confirmed. The most probable root cause of the reported defect is the solvent and the drying material used during production. These are the likely sources of the issue identified by the customer in the returned sample. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.